Event description:
It was reported that the patient presented in-clinic for a routine check-up. It was then discovered that the right-ventricular (rv) lead had dislodged. As a resolution the rv lead was explanted and replaced. The patient was discharged.